Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery. A non bsc balloon catheter was advanced for pre-dilatation. After that, a 2.50 x 24 synergy drug-eluting stent was advanced but the distal tip got caught in the calcified lesion and was difficult to insert. After trying for a while, the device was removed from the patient's body. Upon checking, it was noted that the stent struts on the distal side was lifted. The procedure was completed with a non bsc stent. No patient serious injury or adverse event were reported.